Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 2, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to non-use and an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced a wound dehiscence and infection over the implant site. This report is submitted on december 19, 2023.